Event description:
A report was received stating a ventilator recorded an incorrect date in the event log. The ventilator did not stop cycling however the patient was removed from the device and placed on an alternate ventilator. There was no negative impact to the patient reported. There was no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The referenced ventilator was received and evaluated for "incorrect dates/times/hours" issue. The ventilator was found to have a depleted lithium coin battery. A low lithium coin battery will cause the reported event.